Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It is reported that the universal rod broke whilst trying to remove a nail. It happened during a revision case.